Event description:
Customer reported a high blood glucose reading of 451 mg/dl. Customer treated with manual injection and the blood glucose came back down to 238 mg/dl. She did not express any symptoms. She stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. Customer was advised to remove the reservoir, rewind the insulin pump, reinsert the reservoir and run a manual prime. Customer stated that insulin did exit. She stated that at lunch the blood glucose had been 183 mg/dl and then after physical therapy it was up to 451 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.